Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of a hysterectomy, acrospinous ligament fixation and cystoscopy during mesh implantation. It was reported that the pelvi soft mesh was removed on (B)(6) 2010 and the mesh was removed on (B)(6) 2011 due to urinary disturbances. It was reported that the patient underwent cystourethroscopy and a bladder biopsy on (B)(6) 2013 due to foamy urine, discharge and inflamed bladder. (B)(4) - urinary disturbances; foamy urine. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling and bard pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following mesh insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and acid reflux with odor. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that vaginal mesh was removed on (B)(6) 2010. There was no additional information provided at this time.